Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device had reverted to safety mode. The device was explanted and replaced. No additional adverse patient effects were reported.